Manufacturer narrative:
Additional information was received that one year following implant the patient died. The cause of death was cardiac failure. An autopsy was not performed and the device was not explanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that grade 2+ aortic regurgitation had been observed following initial device placement during implant; the valve was snared and repositioned to a different location to resolve the regurgitation with no adverse patient effects.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information did not indicate a potential manufacturing issue. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case it was reported that the valve was snared and repositioned, which resolved the regurgitation, so this issue was due to valve positioning difficulties during deployment.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.